Manufacturer narrative:
Common name: pno catheter, percutaneous, cutting/scoring. Product code: pno. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the doctor had used another manufacturer's device and performed thrombolysis. There was persistent intrastent thrombus, so the doctor needed to balloon through that. The balloon on the advance enforcer 35 focal force pta balloon catheter ruptured while ballooning a series of stents. It did "well" at ballooning the top and middle stents, but ruptured on the inferior aspect of the wall stent. The enforcer burst longitudinally at a rate of approximately 6atm (atmospheres). Another manufacturer's balloon was used to balloon the distal stent, and it did not rupture. This product problem did not result in any reported serious injuries to the patient.